Event description:
It was reported that during a biliary stenting treatment procedure positioning difficulties occurred. A 7f/10cm flexima biliary stent had been advanced to treat an unspecified stricture in the bile duct. The physician attempted to reposition the device prior to deployment but encountered resistance and was unable to reposition the device. The device was deployed "by force" in the suboptimal location. The physician then removed the stent using an unspecified type of forceps. The procedure was completed with another of the same device. There were no additional pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
Device analysis: customer complaint confirmed. Residue was present on the device to indicate use. The stent was not returned with the delivery system. The guide catheter was fully retracted and found to be kinked upon return. A visual evaluation found that the push catheter was bent in multiple places. The guide catheter was kinked in multiple places and severely stretched. A review of the device history record was not performed, due to the lot number not being provided. The root cause is operational context, due to the damage noted on the delivery system which most likely occurred during use.